Event description:
It was reported that this pacemaker had two stored events. Technical services (ts) analyzed device episode data and found that there was an episode where the right ventricular automatic threshold test was suspended as well as one of pacemaker mediated tachycardia (pmt). It was determined that the pmt was false due to sinus tachycardia. It was noted that this pacemaker had declared explant status. The presenting showed a pattern of atrial sense beats as atrial paced beats as well as possible atrial loss of capture. Ts recommended that this device be interrogated by a programmer. No adverse patient effects were reported. Currently, this pacemaker remains in service.